Manufacturer narrative:
An event regarding periprosthetic fracture involving an accolade stem was reported. The event was confirmed. Device evaluation and results: not performed as the reported device was not returned for evaluation. A review of the provided x-rays by a clinical physician noted the following; procedure-related factors: surgical preparation in osteoporotic bone patient-related factors osteoporosis device-related factors: none. Diagnosis: an adverse mix of patient-related (osteoporosis) and procedure-related factors (surgical preparation in osteoporotic bone) have caused a peri-prosthetic fracture requiring revision surgery with stem exchange and fracture stabilisation. Review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Review indicated there have been no other similar events for the reported lot. Conclusions: a review of the provided x-rays by a clinical consultant concluded: an adverse mix of patient-related (osteoporosis) and procedure-related factors (surgical preparation in osteoporotic bone) have caused a peri-prosthetic fracture requiring revision surgery with stem exchange and fracture stabilisation. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
It was reported that the surgeon performed a revision of patient's left hip due to periprosthetic fracture. Stem and head were explanted. Surgeon replaced the stem with competitor product (manufacturer of revision head implant not reported) and applied three cables around the proximal femur. Primary procedure took place on (B)(6) 2017.

Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that the surgeon performed a revision of patient's left hip due to periprosthetic fracture. Stem and head were explanted. Surgeon replaced the stem with competitor product (manufacturer of revision head implant not reported) and applied three cables around the proximal femur. Primary procedure took place on (B)(6) 2017.